Event description:
The patient reported the pod was placed on (B)(6) on the upper right side of their abdomen. The patient was experiencing pain at the pod site and upon removal on (B)(6) they noticed the cannula was full of blood and a scab and a scar had formed. The pod had been worn between 4 and 24 hours. There was no impact to the patient¿s blood glucose levels reported. The patient was able to successfully resume treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.